Event description:
The customer stated that she was hospitalized with a low blood glucose of 24 mg/dl. The customer stated that her blood glucose went low because she did not eat enough. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was accurate. The customer stated that the insulin pump had a cracked case, near the reservoir compartment. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, visual inspection revealed cracked battery tube threads and a scratched lcd window.